Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("suspected salpingitis due to essure"), device dislocation ("poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)"), deafness neurosensory ("bilateral moderate to severe perceptive deafness"), breast abscess ("abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction"), diverticular perforation ("diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month"), diverticulitis ("diverticulosis of colon with diverticulitis"), anthrax ("anthrax on the face") and breast cancer ("cancer of right breast") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, dizzy spells in 1996 and agoraphobia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of pain in extremity ("pain in the right leg"). On (B)(6) 2010, the patient experienced deafness neurosensory (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain "). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced intervertebral disc displacement ("dislocated coccyx"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), the first episode of nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), blister ("genital pruritus accompanied by vesicles"), the second episode of nausea ("nauseating") and vaginal discharge ("whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain ("bilateral pelvic pain"). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), palpitations ("palpitations") and tachypnoea ("episode of polypnoea"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On (B)(6) 2011, the patient experienced heart pounding ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced the first episode of menorrhagia ("heavy menstrual periods occurring twice a month") and polymenorrhoea ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), arthralgia ("elbow pain"), neck pain ("frequent neck pain") and nerve injury ("injury to nerve root at c6 may be suspected"). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced the first episode of white blood cell count increased ("increased white blood cell count with elevated pmns"), diverticular perforation (seriousness criteria disability and medically significant), abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa") and diverticulitis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), the second episode of headache ("frontal headaches every day ") and optic neuritis ("suspected optical neuritis"). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced subcutaneous abscess ("skin abscess"). On (B)(6) 2014, the patient experienced anthrax (seriousness criterion medically significant) and acne ("acne"). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the second episode of white blood cell count increased ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney's point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair ("repair of eventration"). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the second episode of menorrhagia ("menorrhagia") and folliculitis ("folliculitis"). On (B)(6) 2015, the patient experienced leucorrhoea ("leucorrhoea") and urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient experienced breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced red blood cell count increased ("elevated red blood cell count at 5430/mm3") and vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes") and depression ("depression"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl), mefenamic acid (ponstyl), antibiotics, povidone-iodine (betadine), lomefloxacin (logiflox), augmentin, fusidic acid (fucidine), surgery (performed an incision, with issue of a purulent discharge), surgery (segmental colectomy by laparoscopy) and surgery (progressive corrective lenses and surgery). Essure treatment was ongoing at the time of the report. At the time of the report, the salpingitis, device dislocation, deafness neurosensory, coccydynia, intervertebral disc displacement, muscle spasms, back pain, abdominal pain lower, hot flush, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, the last episode of pain in extremity, muscular weakness, periarthritis, pruritus genital, blister, the last episode of nausea, vaginal discharge, pelvic pain, polymenorrhoea, breast abscess, the last episode of menorrhagia, feeling abnormal, palpitations, heart rate increased, diverticular perforation, abdominal adhesions, diverticulitis, scar pain, hypoaesthesia, arthralgia, neck pain, nerve injury, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, the last episode of headache, optic neuritis, furuncle, subcutaneous abscess, anthrax, acne, folliculitis, ear pain, rhinorrhoea, rhinitis, the last episode of sinusitis, the last episode of white blood cell count increased, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, breast cancer, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair and diplopia outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anthrax, anxiety, arthralgia, back pain, blister, breast abscess, breast cancer, coccydynia, conjunctivitis, deafness, deafness neurosensory, depression, device dislocation, diplopia, diverticular perforation, diverticulitis, dizziness, ear pain, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, heart pounding, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc displacement, joint range of motion decreased, lacrimation increased, memory impairment, mood altered, muscle spasms, muscular weakness, neck pain, nerve injury, optic neuritis, palpitations, pelvic pain, periarthritis, polymenorrhoea, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, the first episode of cystitis, the first episode of headache, the first episode of menorrhagia, the first episode of nausea, the first episode of pain in extremity, the first episode of sinusitis, the first episode of white blood cell count increased, the second episode of cystitis, the second episode of headache, the second episode of menorrhagia, the second episode of nausea, the second episode of pain in extremity, the second episode of sinusitis, the second episode of white blood cell count increased and the third episode of sinusitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2015: found no active lesion red blood cell count - on (B)(6) 2003: 12,000 ml; on (B)(6) 2017: 5430 mm. White blood cell count - on (B)(6) 2013: 86,000 ml; on (B)(6) 2013: 13,000 ml; on (B)(6) 2015: 243,320 ml; on (B)(6) 2015: 72,600 ml; on (B)(6) 2016: 24,000 ml. X-ray - in (B)(6) 2009: satisfactory positioning of essure vocal audiometry found major difficulty with intelligibility. On (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease. On (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was "diverticular sigmoiditis, perforated and blocked" as well as adhesions between sigmoid, greater omentum and adnexa. Emg was normal. Us scan in (B)(6) 2016: ultrasound showed poor positioning of the right insert with migration from the uterine tube towards the uterine wall. Essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-sep-2017 for the following meddra preferred term: salpingitis - analysis in the global safety database revealed 64 cases. Device dislocation - analysis in the global safety database revealed 1.486 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up from 14-sep-2017: coding of event "heart beat was described as very loud" changed from heart rate increased to heart pounding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), salpingitis ("suspected salpingitis due to essure"), device dislocation ("poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)"), deafness neurosensory ("bilateral moderate to severe perceptive deafness"), breast abscess ("abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction"), large intestine perforation ("diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)"), diverticulitis ("diverticulosis of colon with diverticulitis"), cutaneous anthrax ("anthrax on the face"), breast cancer ("cancer of right breast"), nerve root injury cervical ("injury to nerve root at c6 may be suspected") and subcutaneous abscess ("infected facial abscess on right cheek (isolation and identification of escherichia coli)") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, dizzy spells in 1996, agoraphobia, parity 3 (the last one with noonan syndrome.), heavy smoker, vaginal mycosis, fall, penicillin allergy and family history of diabetes. Previously administered products included for an unreported indication: microval (levonorgestrel). Family history included familial risk factor, familial risk factor and familial risk factor. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of pain in extremity ("pain in the right leg"). On (B)(6) 2010, 7 months 1 day after insertion of essure, the patient experienced deafness neurosensory (seriousness criterion medically significant). On (B)(6) -2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced intervertebral disc displacement ("dislocated coccyx"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), the first episode of nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles"), the second episode of nausea ("nauseating") and vaginal discharge ("whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), the first episode of palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On(B)(6) 2011, the patient experienced the second episode of palpitations ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced the first episode of menorrhagia ("heavy menstrual periods occurring twice a month") and polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), the first episode of arthralgia ("elbow pain"), neck pain ("frequent neck pain") and nerve root injury cervical (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria disability and medically significant), diverticulitis (seriousness criterion medically significant), the first episode of white blood cell count increased ("increased white blood cell count with elevated pmns") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), the second episode of headache ("frontal headaches every day") and optic neuritis ("suspected optical neuritis"). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax (seriousness criterion medically significant) and acne ("acne"). In (B)(6) 2014, the patient experienced subcutaneous abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the second episode of white blood cell count increased ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair ("repair of eventration"). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the second episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient experienced breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced red blood cell count increased ("elevated red blood cell count at 5430/mm3") and vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), depression ("depression"), the second episode of arthralgia ("joint pain") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl), mefenamic acid (ponstyl), antibiotics, povidone-iodine (betadine), lomefloxacin (logiflox), augmentin, fusidic acid (fucidine), ketoprofen, thiocolchicoside (miorel), diclofenac, alprazolam, pristinamycin (pyostacine), prednisolone (solupred [prednisolone]), paracetamol (doliprane), derinox [naphazoline nitrate,prednisolone], dexeryl [glycerol,paraffin, liquid,white soft paraffin], econazole, hydroxyzine (atarax), ciprofloxacin monohydrochloride (ciflox 500 mg), omeprazole, cyteal, ramipril, colecalciferol, terbutaline sulfate, pristinamycin, povidone-iodine (betadine), surgery (salpingectomy and/or hysterectomy with general anesthesia), surgery (performed an incision, with issue of a purulent discharge), surgery (segmental colectomy by laparoscopy) and surgery (progressive corrective lenses and surgery). Essure was removed. At the time of the report, the pelvic pain, salpingitis, device dislocation, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, intervertebral disc displacement, back pain, abdominal pain lower, hot flush, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, the last episode of pain in extremity, muscular weakness, periarthritis, pruritus genital, genital blister, the last episode of nausea, vaginal discharge, polymenorrhagia, the last episode of menorrhagia, feeling abnormal, the last episode of palpitations, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, the last episode of headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, rhinitis, the last episode of sinusitis, the last episode of white blood cell count increased, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair, diplopia, the last episode of arthralgia, menopause, breast induration, speech disorder, subcutaneous abscess and general physical health deterioration outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, depression, device dislocation, diplopia, diverticulitis, dizziness, ear pain, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc displacement, joint range of motion decreased, lacrimation increased, large intestine perforation, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, neck pain, nerve root injury cervical, optic neuritis, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, speech disorder, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, the first episode of arthralgia, the first episode of cystitis, the first episode of headache, the first episode of menorrhagia, the first episode of nausea, the first episode of pain in extremity, the first episode of palpitations, the first episode of sinusitis, the first episode of white blood cell count increased, the second episode of arthralgia, the second episode of cystitis, the second episode of headache, the second episode of menorrhagia, the second episode of nausea, the second episode of pain in extremity, the second episode of palpitations, the second episode of sinusitis, the second episode of white blood cell count increased and the third episode of sinusitis to be related to essure. The reporter commented: essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. Ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index - on (B)(6) 2011: 29. Computerised tomogram head - on (B)(6) 2015: found no active lesion red blood cell count - on (B)(6) 2003: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. White blood cell count - on (B)(6) 2013: 86,000 /ml; on (B)(6) 2013: 13,000 /ml; on (B)(6) 2015: 243,320 ml then 243,320 /ml; on (B)(6) 2015: 72,600 ml then 72,600 /ml; on(B)(6) 2016: 24,000 ml then 24,000 /ml x-ray - in (B)(6) 2009: satisfactory positioning of essure. Blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. Vocal audiometry found major difficulty with intelligibility. On (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease. On (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was ¿diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. Emg was normal. On (B)(6) 2011: heart work-up: the patient had to stop smoking because tabagic intoxication contributed certainly to her functional disorders. On (B)(6) 2013: polymorph culture: predominance of escherichia coli. On (B)(6) 2015: positive culture: escherichia coli 100 000 germs/ml on (B)(6) 2015: positive culture: proteus mirabilis, >100 000 germs/ml. On (B)(6) 2016: positive culture: presence of escherichia coli. On (B)(6) 2017: positive culture: isolation and identification of escherichia coli. Us scan in (B)(6) 2016: ultrasound showed poor positioning of the right insert with migration from the uterine tube towards the uterine wall. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: -device dislocation: 3.285 cases. -pelvic pain: 10.829 cases. -salpingitis: 100 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 12-apr-2018: case (B)(4) was identified as duplicate of this case. All the information of case (B)(4) was transferred to this case: the patient is part of the class action of the resist association. The event hysterectomy was deleted; and health status progressively deteriorated was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), salpingitis ("suspected salpingitis due to essure"), device dislocation ("poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)"), device breakage ("right and left implants broke during the extraction / distal piece remained in right uterine horn"), deafness neurosensory ("bilateral moderate to severe perceptive deafness"), breast abscess ("abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction"), large intestine perforation ("diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)"), diverticulitis ("diverticulosis of colon with diverticulitis"), cutaneous anthrax ("anthrax on the face"), breast cancer ("cancer of right breast"), nerve root injury cervical ("injury to nerve root at c6 may be suspected"), optic neuritis ("suspected optical neuritis"), eventration repair ("repair of eventration") and subcutaneous abscess ("infected facial abscess on right cheek (isolation and identification of escherichia coli)") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, dizzy spells in 1996, agoraphobia, parity 3 (the last one with noonan syndrome), heavy smoker, vaginal mycosis, fall, penicillin allergy, left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013 and mastectomy (with sentinel node due to cancer of the right breast grade 1 to 2). Previously administered products included for an unreported indication: microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (operation for ptosis in mother, grandmother and brother), eyelid operation (in mother, grandmother and brother) and family history of diabetes (in mother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of pain in extremity ("pain in the right leg"). On (B)(6) 2010, 7 months 1 day after insertion of essure, the patient experienced deafness neurosensory (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced dislocation of vertebra ("dislocated coccyx"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), the first episode of palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On (B)(6) 2011, the patient experienced the second episode of palpitations ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), the first episode of arthralgia ("elbow pain"), neck pain ("frequent neck pain") and nerve root injury cervical (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria disability and medically significant), diverticulitis (seriousness criterion medically significant), the first episode of white blood cell count increased ("increased white blood cell count with elevated pmns") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), the second episode of headache ("frontal headaches every day") and optic neuritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax (seriousness criterion medically significant) and acne ("acne"). In (B)(6) 2014, the patient experienced subcutaneous abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the second episode of white blood cell count increased ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient experienced breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced red blood cell count increased ("elevated red blood cell count at 5430/mm3") and vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), depression ("depression"), the second episode of arthralgia ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm"), endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm") and complication of device removal ("distal piece of the implant remained in right ostium"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl), mefenamic acid (ponstyl), antibiotics, povidone-iodine (betadine), lomefloxacin (logiflox), augmentin, fusidic acid (fucidine), ketoprofen, thiocolchicoside (miorel), diclofenac, alprazolam, pristinamycin (pyostacine), prednisolone (solupred [prednisolone]), paracetamol (doliprane), derinox [naphazoline nitrate,prednisolone], dexeryl [glycerol,paraffin, liquid,white soft paraffin], econazole, hydroxyzine (atarax), ciprofloxacin monohydrochloride (ciflox 500 mg), omeprazole, cyteal, ramipril, colecalciferol, terbutaline sulfate, pristinamycin, povidone-iodine (betadine), surgery (bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia), surgery (hysteroscopy, remained piece was extracted without difficulty), surgery (performed an incision, with issue of a purulent discharge), surgery (segmental colectomy by laparoscopy) and surgery (progressive corrective lenses and surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, device dislocation, device breakage, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, the last episode of pain in extremity, muscular weakness, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, the last episode of palpitations, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, the last episode of headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, rhinitis, the last episode of sinusitis, the last episode of white blood cell count increased, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair, diplopia, the last episode of arthralgia, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia, endometrial thickening and complication of device removal outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, complication of device removal, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, depression, device breakage, device dislocation, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, hot flush, hypertension, hypoaesthesia, inflammation, joint range of motion decreased, lacrimation increased, large intestine perforation, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, speech disorder, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, the first episode of arthralgia, the first episode of cystitis, the first episode of headache, the first episode of menorrhagia, the first episode of pain in extremity, the first episode of palpitations, the first episode of sinusitis, the first episode of white blood cell count increased, the second episode of arthralgia, the second episode of cystitis, the second episode of headache, the second episode of menorrhagia, the second episode of pain in extremity, the second episode of palpitations, the second episode of sinusitis, the second episode of white blood cell count increased and the third episode of sinusitis to be related to essure. The reporter commented: essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. Ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Hysterectomy on (B)(6) 2013 was reported, no reason for the intervention was provided (note: at later time points, the presence of uterine horns and performance of endometrectomy and hysteroscopy was mentioned). On (B)(6) 2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. During essure removal intervention: on the right side, implant was being extracted slowly step by step when it broke at the end of the extraction. Right salpingectomy was performed. On the left side, implant was being extracted slowly when it broke during the extraction. Left salpingectomy was performed. After essure removal, control showed a picture in the right uterine horn area. Diagnostic hysteroscopy showed distal piece of the implant in the right ostium. The remained piece was extracted with no difficulty. Repeat control, performed on (B)(6) 2018, showed no radio-opaque picture of residual piece of implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index - on (B)(6) 2011: 29. Computerised tomogram head - on (B)(6) 2015: found no active lesion. Red blood cell count - on (B)(6) 2003: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. White blood cell count - on (B)(6) 2013: 86,000 /ml; on (B)(6) 2013: 13,000 /ml; on (B)(6) 2015: 243,320 ml then 243,320 /ml; on (B)(6) 2015: 72,600 ml then 72,600 /ml; on (B)(6) 2016: 24,000 ml. Then 24,000 /ml. X-ray - in (B)(6) 2009: satisfactory positioning of essure. Blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. Vocal audiometry found major difficulty with intelligibility on (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease on (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was ¿diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. On (B)(6) 2018, ultrasound was performed after essure removal and was satisfactory. Emg was normal. (B)(6) 2011: heart work-up: the patient had to stop smoking because tabagic intoxication contributed certainly to her functional disorders. (B)(6) 2013: polymorph culture: predominance of escherichia coli. (B)(6) 2015: positive culture: escherichia coli 100 000 germs/ml (B)(6) 2015: positive culture: proteus mirabilis, >100 000 germs/ml (B)(6) 2016: positive culture: presence of escherichia coli. (B)(6) 2017: positive culture: isolation and identification of escherichia coli. Us scan in (B)(6) 2016: ultrasound showed poor positioning of the right insert with migration from the uterine tube towards the uterine wall. Repeat control, performed on (B)(6) 2018 - showed no radio-opaque picture of residual piece of implant. Most recent follow-up information incorporated above includes: on 5-nov-2018: events "implants broke during the extraction" and "distal piece of the implant in the right ostium" were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), salpingitis ("suspected salpingitis due to essure"), device dislocation ("poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)"), deafness neurosensory ("bilateral moderate to severe perceptive deafness"), breast abscess ("abscess in the left breast cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction"), large intestine perforation ("diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)"), diverticulitis ("diverticulosis of colon with diverticulitis"), cutaneous anthrax ("anthrax on the face"), breast cancer ("cancer of right breast"), nerve root injury cervical ("injury to nerve root at c6 may be suspected"), optic neuritis ("suspected optical neuritis"), eventration repair ("repair of eventration") and subcutaneous abscess ("infected facial abscess on right cheek (isolation and identification of escherichia coli)") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, dizzy spells in 1996, agoraphobia, parity 3 (the last one with noonan syndrome.), heavy smoker, vaginal mycosis, fall, penicillin allergy, left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013 and mastectomy ( with sentinel node due to cancer of the right breast grade 1 to 2). Previously administered products included for an unreported indication: microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (operation for ptosis in mother, grandmother and brother), eyelid operation (in mother, grandmother and brother) and diabetes (in mother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of pain in extremity ("pain in the right leg"). On (B)(6) 2010, 7 months 1 day after insertion of essure, the patient experienced deafness neurosensory (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced dislocation of vertebra ("dislocated coccyx"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in "iliac" fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), the first episode of palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On (B)(6) 2011, the patient experienced the second episode of palpitations ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), the first episode of arthralgia ("elbow pain"), neck pain ("frequent neck pain") and nerve root injury cervical (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria disability and medically significant), diverticulitis (seriousness criterion medically significant), the first episode of white blood cell count increased ("increased white blood cell count with elevated pmns") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), the second episode of headache ("frontal headaches every day") and optic neuritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax (seriousness criterion medically significant) and acne ("acne"). In (B)(6) 2014, the patient experienced subcutaneous abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the second episode of white blood cell count increased ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient experienced breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced red blood cell count increased ("elevated red blood cell count at 5430/mm3") and vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), depression ("depression"), the second episode of arthralgia ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm") and endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl), mefenamic acid (ponstyl), antibiotics, povidone-iodine (betadine), lomefloxacin (logiflox), augmentin, fusidic acid (fucidine), ketoprofen, thiocolchicoside (miorel), diclofenac, alprazolam, pristinamycin (pyostacine), prednisolone (solupred [prednisolone]), paracetamol (doliprane), derinox [naphazoline nitrate,prednisolone], dexeryl [glycerol,paraffin, liquid,white soft paraffin], econazole, hydroxyzine (atarax), ciprofloxacin monohydrochloride (ciflox 500 mg), omeprazole, cyteal, ramipril, "cholecalciferol", terbutaline sulfate, pristinamycin, povidone-iodine (betadine), surgery (bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general "anesthesia"), surgery (performed an incision, with issue of a purulent discharge), surgery (segmental colectomy by laparoscopy) and surgery (progressive corrective lenses and surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, device dislocation, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, the last episode of pain in extremity, muscular weakness, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, the last episode of palpitations, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, the last episode of headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, rhinitis, the last episode of sinusitis, the last episode of white blood cell count increased, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair, diplopia, the last episode of arthralgia, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia and endometrial thickening outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, depression, device dislocation, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, hot flush, hypertension, hypoaesthesia, inflammation, joint range of motion decreased, lacrimation increased, large intestine perforation, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, speech disorder, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, the first episode of arthralgia, the first episode of cystitis, the first episode of headache, the first episode of menorrhagia, the first episode of pain in extremity, the first episode of palpitations, the first episode of sinusitis, the first episode of white blood cell count increased, the second episode of arthralgia, the second episode of cystitis, the second episode of headache, the second episode of menorrhagia, the second episode of pain in extremity, the second episode of palpitations, the second episode of sinusitis, the second episode of white blood cell count increased and the third episode of sinusitis to be related to essure. The reporter commented: essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. Ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Hysterectomy on (B)(6) 2013 was reported, no reason for the intervention was provided. On (B)(6) 2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index on (B)(6) 2011: 29 computerised tomogram head on (B)(6) 2015: found no active lesion. Red blood cell count - on (B)(6) 2003: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. White blood cell count - on (B)(6) 2013: 86,000 /ml; on (B)(6) 2013: 13,000 /ml; on (B)(6) 2015: 243,320 ml then 243,320 /ml; on (B)(6) 2015: 72,600 ml then 72,600 /ml; on (B)(6) 2016: 24,000 ml then 24,000 /ml x-ray in (B)(6) 2009: satisfactory positioning of essure. Blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. Vocal audiometry found major difficulty with intelligibility on (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease. On (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was ¿diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. On (B)(6) 2018, ultrasound was performed after essure removal and was satisfactory. Emg was normal. (B)(6) 2011: heart work-up: the patient had to stop smoking because tabagic intoxication contributed certainly to her functional disorders. (B)(6) 2013: polymorph culture: predominance of escherichia coli. (B)(6) 2015: positive culture: escherichia coli 100 000 germs/ml. (B)(6) 2015: positive culture: proteus mirabilis, >100 000 germs/ml (B)(6) 2016: positive culture: presence of escherichia coli. (B)(6) 2017: positive culture: isolation and identification of escherichia coli. Us scan in (B)(6) 2016: ultrasound showed poor positioning of the right insert with migration from the uterine tube towards the uterine wall. Most recent follow-up information incorporated above includes: on 5-nov-2018: on (B)(6) 2018, bilateral salpingectomy performed to remove essure. Indication: the patient was referred due to symptoms of arthralgia, asthenia and recurrent urinary tract infection since essure placement. She reported also disabling menorrhagia with thickness of endometrium of 12mm on ultrasound. Event "disabling menorrhagia with thickness of endometrium of 12mm" was added. Lab data and medical history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), salpingitis ('suspected salpingitis due to essure'), device dislocation ('poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)'), device breakage ('right and left implants broke during the extraction / distal piece remained in right uterine horn'), deafness neurosensory ('bilateral moderate to severe perceptive deafness'), breast abscess ('abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction'), large intestine perforation ('diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)'), diverticulitis ('diverticulosis of colon with diverticulitis'), cutaneous anthrax ('anthrax on the face'), breast cancer ('cancer of right breast'), dislocation of vertebra ('dislocated coccyx'), nerve root injury cervical ('injury to nerve root at c6 may be suspected'), optic neuritis ('suspected optical neuritis'), eventration repair ('repair of eventration'), subcutaneous abscess ('infected facial abscess on right cheek (isolation and identification of escherichia coli)') and leukoencephalopathy ('chronic vascular leukoencephalopathy') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013, dizzy spells in 1996, migraine (with long-standing intake of sibelium (an anti-migraine agent)), agoraphobia, parity 3 (the last one with noonan syndrome), heavy smoker (1 packet of cigarette per day (20 cigarettes per day)), vaginal mycosis, fall (probable fall on the coccyx 8 years earlier), penicillin allergy and mastectomy (with sentinel node due to cancer of the right breast grade 1 to 2). Vocal audiometry found major difficulty with intelligibility on (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease on 25 (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was ¿diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. . Previously administered products included for an unreported indication: microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (operation for ptosis in mother, grandmother and brother), eyelid operation (in mother, grandmother and brother) and diabetes (in mother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6) 2010, the patient experienced deafness neurosensory (seriousness criterion medically significant), 7 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced dislocation of vertebra (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On (B)(6) 2011, the patient experienced heart pounding ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), pain in elbow ("elbow pain"), neck pain ("frequent neck pain") and nerve root injury cervical (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria disability and medically significant), diverticulitis (seriousness criterion medically significant) and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa") and was found to have white blood cell count increased ("increased white blood cell count with elevated pmns"). On (B)(6) 2014, the patient experienced pain in arm ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), frontal headache ("frontal headaches every day") and optic neuritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax (seriousness criterion medically significant) and acne ("acne"). In (B)(6) 2014, the patient experienced subcutaneous abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient was found to have white blood cell count high ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient was found to have breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient was found to have red blood cell count increased ("elevated red blood cell count at 5430/mm3") and experienced vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), depression ("depression"), joint pain ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm"), endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm"), complication of device removal ("distal piece of the implant remained in right ostium"), leukoencephalopathy (seriousness criterion medically significant), intervertebral disc protrusion ("disc pinched on c-c and c6-c7 / disc protrusion") and spinal osteoarthritis ("left uncarthrosis"). The patient was treated with alprazolam, amoxicillin;clavulanic acid (augmentin), antibiotics, chlorhexidine gluconate;chlorocresol;hexamidine isetionate (cyteal), colecalciferol, dextromethorphan hydrobromide (tussidane), diclofenac, econazole, fusidic acid (fucidine), glycerol;paraffin, liquid;white soft paraffin (dexeryl), hydroxyzine, ketoprofen, lomefloxacin hydrochloride (logiflox), mefenamic acid (ponstyl), naphazoline nitrate;prednisolone (derinox), nomegestrol acetate (lutenyl), ofloxacin (ocet), omeprazole, other centrally acting agents, paracetamol (doliprane), povidone-iodine, povidone-iodine (betadine), prednisolone (solupred), pristinamycin, pristinamycin (pyostacine), ramipril, terbutaline sulfate, thiocolchicoside (miorel), tranexamic acid (exacyl), ciprofloxacin monohydrochloride (ciflox 500 mg) and surgery (progressive corrective lenses and surgery, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, hysteroscopy, remained piece was extracted without difficulty, performed an incision, with issue of a purulent discharge and segmental colectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, device dislocation, device breakage, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, pain in extremity, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, pain in arm, muscular weakness, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, palpitations, heart pounding, white blood cell count increased, abdominal adhesions, scar pain, hypoaesthesia, pain in elbow, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, frontal headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, headache, rhinitis, the last episode of sinusitis, white blood cell count high, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair, diplopia, joint pain, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia, endometrial thickening, complication of device removal, leukoencephalopathy, intervertebral disc protrusion and spinal osteoarthritis outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, complication of device removal, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, depression, device breakage, device dislocation, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, headache, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc protrusion, joint range of motion decreased, lacrimation increased, large intestine perforation, leukoencephalopathy, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pain in elbow, pain in extremity, palpitations, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, speech disorder, spinal osteoarthritis, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, white blood cell count increased, the first episode of cystitis, the first episode of menorrhagia, the first episode of sinusitis, frontal headache, heart pounding, joint pain, pain in arm, white blood cell count high, the second episode of cystitis, the second episode of menorrhagia, the second episode of sinusitis and the third episode of sinusitis to be related to essure. The reporter commented: essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. Ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Hysterectomy on (B)(6) 2013 was reported, no reason for the intervention was provided (note: at later time points, the presence of uterine horns and performance of endometrectomy and hysteroscopy was mentioned). On (B)(6) 2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. During essure removal intervention: on the right side, implant was being extracted slowly step by step when it broke at the end of the extraction. Right salpingectomy was performed. On the left side, implant was being extracted slowly when it broke during the extraction. Left salpingectomy was performed. After essure removal, control showed a picture in the right uterine horn area. Diagnostic hysteroscopy showed distal piece of the implant in the right ostium. The remained piece was extracted with no difficulty. Repeat control, performed on (B)(6) 2018, showed no radio-opaque picture of residual piece of implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index - on (B)(6) 2011: results: 29. Computerised tomogram head - on (B)(6) 2015: results: found no active lesion; on (B)(6) 2019: disc pinched on c-c and c6 c7 and left uncarthrosis which could reach the root. Culture - on (B)(6) 2013: predominance of escherichia coli; on (B)(6) 2015: escherichia coli 100 000 germs/ml; on (B)(6) 2015: proteus mirabilis, >100 000 germs/ml; on (B)(6) 2016: presence of escherichia coli.; on (B)(6) 2017: isolation and identification of escherichia coli. Nuclear magnetic resonance imaging - on (B)(6) 2019: chronic vascular leukoencephalopathy and disc protrusion. Red blood cell count - on (B)(6) 2003: results: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. Ultrasound scan - in (B)(6) 2016: poor positioning of the right insert with migration from the uterine tube towards the uterine wall.; on (B)(6) 2018: ultrasound was performed after essure removal and was satisfactory. No radio-opaque picture of residual piece of implant.. White blood cell count - on (B)(6) 2013: results: 86,000 /ml; on (B)(6) 2013: results: 13,000 /ml; on (B)(6) 2015: results: 243,320 ml; on (B)(6) 2015: results: 243,320 /ml; on (B)(6) 2015: results: 72,600 ml; on (B)(6) 2015: results: 72,600 /ml; on (B)(6) 2016: results: 24,000 ml; on (B)(6) 2016: results: 24,000 /ml. X-ray - in (B)(6) 2009: results: satisfactory positioning of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: lab data and treatment drugs added. New events added: chronic vascular leukoencephalopathy, disc pinched on c-c and c6-c7/ disc protrusion, left uncarthrosis. The mobility of right upper limb improved after stop of ramipril. The patient had dizziness after take of nicardipine. The patient experienced difficulties to walk. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), salpingitis ('suspected salpingitis due to essure'), device dislocation ('poor positioning of the right insert and dislocation from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)'), device breakage ('right and left implants broke during the extraction / distal piece remained in right uterine horn'), breast abscess ('abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction'), large intestine perforation ('diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)') and hernial eventration ('repair of eventration') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic obstructive pulmonary disease exacerbation in 2015, musculoskeletal pain in 2014, left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013, epicondylitis in 2012, presbyacusis in 2010, coccydynia in 2002, dizzy spells in 1996, migraine (with long-standing intake of sibelium (an anti-migraine agent)), agoraphobia, parity 3 (3 sons born in 1988; 1991 and 2003, the last one with noonan syndrome), heavy smoker (1 packet of cigarettes per day) until (B)(6) 2017, vaginal mycosis, fall (probable fall on the coccyx 8 years earlier), penicillin allergy, mastectomy (with sentinel node due to cancer of the right breast grade 1 to 2), breast calcifications and abstains from alcohol. Previously administered products included for an unreported indication: xanax in 2008 and microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (mother, grandmother, and brother), eyelid operation (mother, grandmother, and brother) and diabetes (mother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6) 2010, the patient experienced deafness neurosensory ("bilateral moderate to severe perceptive deafness"), 7 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced dislocation of vertebra ("dislocated coccyx"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances") and the first episode of depression ("depression"). On (B)(6) 2011, the patient experienced heart pounding ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), painful joints ("elbow pain / joint pain of both shoulders"), neck pain ("frequent neck pain") and nerve root injury cervical ("injury to nerve root at c6 may be suspected"). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier"), pyrexia ("fever") and visual acuity reduced ("decrease of visual acuity"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criterion medically significant), diverticulitis ("diverticulosis of colon with diverticulitis") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa") and was found to have white blood cell count increased ("increased white blood cell count with elevated pmns"). On (B)(6) 2014, the patient experienced pain in arm ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), frontal headache ("frontal headaches every day") and optic neuritis ("suspected optical neuritis"). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax ("anthrax on the face") and acne ("acne"). In (B)(6) 2014, the patient experienced subcutaneous abscess ("infected facial abscess on right cheek (isolation and identification of escherichia coli)"). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On 19(B)(6) 2015, the patient was found to have white blood cell count high ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient experienced hernial eventration (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient was found to have breast cancer ("cancer of right breast"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient was found to have red blood cell count increased ("elevated red blood cell count at 5430/mm3") and experienced vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), the second episode of depression ("depression / depressive syndrome"), joint pain ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm"), endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm"), complication of device removal ("distal piece of the implant remained in right ostium"), leukoencephalopathy ("chronic vascular leukoencephalopathy"), intervertebral disc protrusion ("disc pinched on c-c and c6-c7 / disc protrusion") and spinal osteoarthritis ("left uncarthrosis"). The patient was treated with alprazolam, amoxicillin; clavulanic acid (augmentin), antibiotics, bromazepam, chlorhexidine gluconate; chlorocresol; hexamidine isetionate (cyteal), colecalciferol, dextromethorphan hydrobromide (tussidane), diclofenac, econazole, fusidic acid (fucidine), glycerol; paraffin, liquid; white soft paraffin (dexeryl), hydroxyzine, ketoprofen, lomefloxacin hydrochloride (logiflox), mefenamic acid (ponstyl), naphazoline nitrate; prednisolone (derinox), nomegestrol acetate (lutenyl), ofloxacin (ocet), omeprazole, other centrally acting agents, paracetamol (doliprane), paroxetine, povidone-iodine, povidone-iodine (betadine), prednisolone (solupred), pristinamycin, pristinamycin (pyostacine), ramipril, terbutaline sulfate, thiocolchicoside (miorel), tranexamic acid (exacyl), venlafaxine, ciprofloxacin monohydrochloride (ciflox 500 mg) and surgery (progressive corrective lenses and surgery, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, hysteroscopy, remained piece was extracted without difficulty, ilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, performed an incision, with issue of a purulent discharge, repair of eventration and segmental colectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, palpitations, heart pounding, white blood cell count increased, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, frontal headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, headache, rhinitis, the last episode of sinusitis, white blood cell count high, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, the last episode of depression, anxiety, hernial eventration, diplopia, joint pain, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia, endometrial thickening, complication of device removal, leukoencephalopathy, intervertebral disc protrusion, spinal osteoarthritis and visual acuity reduced outcome was unknown, the device dislocation, device breakage and tachypnoea had resolved and the pain in extremity, pain in arm, muscular weakness and painful joints had not resolved. The reporter considered salpingitis to be related to essure. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, headache, hernial eventration, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc protrusion, joint range of motion decreased, lacrimation increased, large intestine perforation, leukoencephalopathy, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pain in extremity, painful joints, palpitations, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, scar pain, speech disorder, spinal osteoarthritis, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual acuity reduced, visual impairment, vitamin d deficiency, white blood cell count increased, the first episode of cystitis, the first episode of depression, the first episode of menorrhagia, the first episode of sinusitis, frontal headache, heart pounding, joint pain, pain in arm, white blood cell count high, the second episode of cystitis, the second episode of depression, the second episode of menorrhagia, the second episode of sinusitis and the third episode of sinusitis to be unrelated to essure. The reporter commented: ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Hysterectomy on (B)(6) 2013 was reported, no reason for the intervention was provided (note: at later time points, the presence of essure part in uterine horns and performance of endometrectomy and hysteroscopy was mentioned). On (B)(6) 2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. During essure removal intervention: on the right side, implant was being extracted slowly step by step when it broke at the end of the extraction. Right salpingectomy was performed. On the left side, implant was being extracted slowly when it broke during the extraction. Left salpingectomy was performed. After essure removal, control showed a picture in the right uterine horn area. Diagnostic hysteroscopy showed distal piece of the implant in the right ostium. The remained piece was extracted with no difficulty. Repeat control, performed on (B)(6) 2018, showed no radio-opaque picture of residual piece of implant. After the removal of the essure, the patient¿s condition worsened from a cognitive and rheumatologically stand point. The disorders of rheumatological digestive and neurological symptoms were related to specific pathologies. The subjective sensory neurological symptoms do not correspond to an impairment of the nervous system, they are functional. Cognitive disorders started in 2013 have not been explored since that date, while they may correspond to a degenerative disorder, like alzheimer'sdisease that was mentioned in the medical file. Diagnostic results (normal ranges are provided in parenthesis if available): audiogram - on an unknown date: major difficulty with intelligibility. Body mass index - on (B)(6) 2011: results: 29. Computerised tomogram head - on (B)(6) 2015: results: found no active lesion; on (B)(6) 2019: disc pinched on c-c and c6 c7 and left uncarthrosis which could reach the root. Computerised tomogram intestine - on an unknown date: "diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. Culture - on (B)(6) 2013: predominance of escherichia coli; on (B)(6) 2015: escherichia coli 100 000 germs/ml; on (B)(6) 2015: proteus mirabilis, >100 000 germs/ml; on (B)(6) 2016: presence of escherichia coli.; on (B)(6) 2017: isolation and identification of escherichia coli. Device function test - on (B)(6) 2016: follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease. Magnetic resonance imaging - on (B)(6) 2019: chronic vascular leukoencephalopathy and disc protrusion. Red blood cell count - on (B)(6) 2003: results: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. Ultrasound abdomen - on (B)(6) 2011: abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. Ultrasound scan - in (B)(6) 2016: poor positioning of the right insert with migration from the uterine tube towards the uterine wall; on (B)(6) 2018: ultrasound was performed after essure removal and was satisfactory. No radio-opaque picture of residual piece of implant. White blood cell count - on (B)(6) 2013: 86,000 /ml; on (B)(6) 2013: 13,000 /ml; on (B)(6) 2015: 243,320 /ml; on (B)(6) 2015: 72,600 /ml; on (B)(6) 2016: 24,000 /ml. X-ray - in (B)(6) 2009: results: satisfactory positioning of essure. Essure was in place and not broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: medical history updated. Modifications made to causality and assignment of seriousness criteria after additional internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), salpingitis ('suspected salpingitis due to essure'), device dislocation ('poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)'), device breakage ('right and left implants broke during the extraction / distal piece remained in right uterine horn'), deafness neurosensory ('bilateral moderate to severe perceptive deafness'), breast abscess ('abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction'), large intestine perforation ('diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)'), diverticulitis ('diverticulosis of colon with diverticulitis'), cutaneous anthrax ('anthrax on the face'), breast cancer ('cancer of right breast'), dislocation of vertebra ('dislocated coccyx'), nerve root injury cervical ('injury to nerve root at c6 may be suspected'), optic neuritis ('suspected optical neuritis'), eventration repair ('repair of eventration'), subcutaneous abscess ('infected facial abscess on right cheek (isolation and identification of escherichia coli)') and leukoencephalopathy ('chronic vascular leukoencephalopathy') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic obstructive pulmonary disease exacerbation in 2015, musculoskeletal pain in 2014, left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013, epicondylitis in 2012, presbyacusis in 2010, coccydynia in 2002, dizzy spells in 1996, migraine (with long-standing intake of sibelium (an anti-migraine agent)), agoraphobia, parity 3 (the last one with noonan syndrome), heavy smoker (1 packet of cigarette per day (20 cigarettes per day)), vaginal mycosis, fall (probable fall on the coccyx 8 years earlier), penicillin allergy, mastectomy (with sentinel node due to cancer of the right breast grade 1 to 2) and breast calcifications. Vocal audiometry found major difficulty with intelligibility on 28 april 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease on (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was ¿diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. Previously administered products included for an unreported indication: xanax in 2008 and microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (operation for ptosis in mother, grandmother and brother), eyelid operation (in mother, grandmother and brother) and diabetes (in mother). On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6) 2010, the patient experienced deafness neurosensory (seriousness criterion medically significant), 7 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In july 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced dislocation of vertebra (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In february 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances") and the first episode of depression ("depression"). On (B)(6) 2011, the patient experienced heart pounding ("heart beat was described as very loud"). In september 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), arthralgia ("elbow pain / joint pain of both shoulders"), neck pain ("frequent neck pain") and nerve root injury cervical (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier"), pyrexia ("fever") and visual acuity reduced ("decrease of visual acuity"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria disability and medically significant), diverticulitis (seriousness criterion medically significant) and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa") and was found to have white blood cell count increased ("increased white blood cell count with elevated pmns"). On (B)(6) 2014, the patient experienced pain in arm ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), frontal headache ("frontal headaches every day") and optic neuritis (seriousness criterion medically significant). In july 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax (seriousness criterion medically significant) and acne ("acne"). In november 2014, the patient experienced subcutaneous abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient was found to have white blood cell count high ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In july 2016, the patient experienced hypertension ("hypertension"). In august 2016, the patient was found to have breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient was found to have red blood cell count increased ("elevated red blood cell count at 5430/mm3") and experienced vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), the second episode of depression ("depression / depressive syndrome"), joint pain ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm"), endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm"), complication of device removal ("distal piece of the implant remained in right ostium"), leukoencephalopathy (seriousness criterion medically significant), intervertebral disc protrusion ("disc pinched on c-c and c6-c7 / disc protrusion") and spinal osteoarthritis ("left uncarthrosis"). The patient was treated with alprazolam, amoxicillin;clavulanic acid (augmentin), antibiotics, bromazepam, chlorhexidine gluconate;chlorocresol;hexamidine isetionate (cyteal), colecalciferol, dextromethorphan hydrobromide (tussidane), diclofenac, econazole, fusidic acid (fucidine), glycerol;paraffin, liquid;white soft paraffin (dexeryl), hydroxyzine, ketoprofen, lomefloxacin hydrochloride (logiflox), mefenamic acid (ponstyl), naphazoline nitrate;prednisolone (derinox), nomegestrol acetate (lutenyl), ofloxacin (ocet), omeprazole, other centrally acting agents, paracetamol (doliprane), paroxetine, povidone-iodine, povidone-iodine (betadine), prednisolone (solupred), pristinamycin, pristinamycin (pyostacine), ramipril, terbutaline sulfate, thiocolchicoside (miorel), tranexamic acid (exacyl), venlafaxine, ciprofloxacin monohydrochloride (ciflox 500 mg) and surgery (progressive corrective lenses and surgery, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, hysteroscopy, remained piece was extracted without difficulty, performed an incision, with issue of a purulent discharge and segmental colectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, device dislocation, device breakage, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, palpitations, heart pounding, white blood cell count increased, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, frontal headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, headache, rhinitis, the last episode of sinusitis, white blood cell count high, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, the last episode of depression, anxiety, eventration repair, diplopia, joint pain, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia, endometrial thickening, complication of device removal, leukoencephalopathy, intervertebral disc protrusion and spinal osteoarthritis outcome was unknown, the pain in extremity, pain in arm, muscular weakness and arthralgia had not resolved and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, arthralgia, back pain, breast abscess, breast cancer, breast induration, coccydynia, complication of device removal, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, device breakage, device dislocation, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, headache, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc protrusion, joint range of motion decreased, lacrimation increased, large intestine perforation, leukoencephalopathy, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pain in extremity, palpitations, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, speech disorder, spinal osteoarthritis, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual acuity reduced, visual impairment, vitamin d deficiency, white blood cell count increased, the first episode of cystitis, the first episode of depression, the first episode of menorrhagia, the first episode of sinusitis, frontal headache, heart pounding, joint pain, pain in arm, white blood cell count high, the second episode of cystitis, the second episode of depression, the second episode of menorrhagia, the second episode of sinusitis and the third episode of sinusitis to be unrelated to essure. The reporter commented: essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. Ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. After the removal of the essure, the patient¿s condition worsened from a cognitive and rheumatologically stand point. Hysterectomy on 07-jan-2013 was reported, no reason for the intervention was provided (note: at later time points, the presence of uterine horns and performance of endometrectomy and hysteroscopy was mentioned). On (B)(6) 2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. During essure removal intervention: on the right side, implant was being extracted slowly step by step when it broke at the end of the extraction. Right salpingectomy was performed. On the left side, implant was being extracted slowly when it broke during the extraction. Left salpingectomy was performed. After essure removal, control showed a picture in the right uterine horn area. Diagnostic hysteroscopy showed distal piece of the implant in the right ostium. The remained piece was extracted with no difficulty. Repeat control, performed on (B)(6) 2018, showed no radio-opaque picture of residual piece of implant. The disorders of rheumatological digestive and neurological symptoms were related to specific pathologies. The subjective sensory neurological symptoms do not correspond to an impairment of the nervous system, they are functional. Cognitive disorders started in 2013 have not been explored since that date, while they may correspond to a degenerative disorder, like alzheimer'sdisease that was mentioned in the medical file diagnostic results (normal ranges are provided in parenthesis if available): body mass index - on (B)(6) 2011: results: 29. Computerised tomogram head - on (B)(6) 2015: results: found no active lesion; on 13-mar-2019: disc pinched on c-c and c6 c7 and left uncarthrosis which could reach the root.. Culture - on (B)(6) 2013: predominance of escherichia coli; on (B)(6) 2015: escherichia coli 100 000 germs/ml; on (B)(6) 2015: proteus mirabilis, >100 000 germs/ml; on (B)(6) 2016: presence of escherichia coli.; on (B)(6) 2017: isolation and identification of escherichia coli. Nuclear magnetic resonance imaging - on (B)(6) 2019: chronic vascular leukoencephalopathy and disc protrusion. Red blood cell count - on (B)(6) 2003: results: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. Ultrasound scan - in december 2016: poor positioning of the right insert with migration from the uterine tube towards the uterine wall.; on (B)(6) 2018: ultrasound was performed after essure removal and was satisfactory. No radio-opaque picture of residual piece of implant.. White blood cell count - on (B)(6) 2013: results: 86,000 /ml; on (B)(6) 2013: results: 13,000 /ml; on (B)(6) 2015: results: 243,320 ml; on (B)(6) 2015: results: 243,320 /ml; on (B)(6) 2015: results: 72,600 ml; on (B)(6) 2015: results: 72,600 /ml; on (B)(6) 2016: results: 24,000 ml; on (B)(6) 2016: results: 24,000 /ml. X-ray - in september 2009: results: satisfactory positioning of essure. Essure was in place and not broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: events (depression, visual acuity reduced), treatment drugs, medical history added.outcome of the events ¿pain in the right leg¿, ¿pain in forearm with slight loss of strength¿ and ¿elbow pain / joint pain of both shoulders¿ as unknown updated to ¿not recovered¿; reporter causality ¿related¿ updated to ¿unrelated¿. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), salpingitis ("suspected salpingitis due to essure"), device dislocation ("poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)"), device breakage ("right and left implants broke during the extraction / distal piece remained in right uterine horn"), deafness neurosensory ("bilateral moderate to severe perceptive deafness"), breast abscess ("abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction"), large intestine perforation ("diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)"), diverticulitis ("diverticulosis of colon with diverticulitis"), cutaneous anthrax ("anthrax on the face"), breast cancer ("cancer of right breast"), dislocation of vertebra ("dislocated coccyx"), nerve root injury cervical ("injury to nerve root at c6 may be suspected"), optic neuritis ("suspected optical neuritis"), eventration repair ("repair of eventration") and subcutaneous abscess ("infected facial abscess on right cheek (isolation and identification of escherichia coli)") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine ( with long-standing intake of sibelium (an anti-migraine agent)), dizzy spells in 1996, agoraphobia, parity 3 (the last one with noonan syndrome), heavy smoker (1 packet of cigarette per day (20 cigarettes per day)), vaginal mycosis, fall (probable fall on the coccyx 8 years earlier), penicillin allergy, left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013 and mastectomy (with sentinel node due to cancer of the right breast grade 1 to 2). Previously administered products included for an unreported indication: microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (operation for ptosis in mother, grandmother and brother), eyelid operation (in mother, grandmother and brother) and family history of diabetes (in mother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of pain in extremity ("pain in the right leg"). On (B)(6) 2010, 7 months 1 day after insertion of essure, the patient experienced deafness neurosensory (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced dislocation of vertebra (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), the first episode of palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On (B)(6) 2011, the patient experienced the second episode of palpitations ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), the first episode of arthralgia ("elbow pain"), neck pain ("frequent neck pain") and nerve root injury cervical (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria disability and medically significant), diverticulitis (seriousness criterion medically significant), the first episode of white blood cell count increased ("increased white blood cell count with elevated pmns") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), the second episode of headache ("frontal headaches every day") and optic neuritis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax (seriousness criterion medically significant) and acne ("acne"). In (B)(6) 2014, the patient experienced subcutaneous abscess (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the second episode of white blood cell count increased ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient experienced breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced red blood cell count increased ("elevated red blood cell count at 5430/mm3") and vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), depression ("depression"), the second episode of arthralgia ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm"), endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm") and complication of device removal ("distal piece of the implant remained in right ostium"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl), mefenamic acid (ponstyl), antibiotics, povidone-iodine (betadine), lomefloxacin (logiflox), augmentin, fusidic acid (fucidine), ketoprofen, thiocolchicoside (miorel), diclofenac, alprazolam, pristinamycin (pyostacine), prednisolone (solupred [prednisolone]), paracetamol (doliprane), derinox [naphazoline nitrate,prednisolone], dexeryl [glycerol,paraffin, liquid,white soft paraffin], econazole, hydroxyzine (atarax), ciprofloxacin monohydrochloride (ciflox 500 mg), omeprazole, cyteal, ramipril, colecalciferol, terbutaline sulfate, pristinamycin, povidone-iodine (betadine), surgery (bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia), surgery (bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia), surgery (hysteroscopy, remained piece was extracted without difficulty), surgery (performed an incision, with issue of a purulent discharge), surgery (segmental colectomy by laparoscopy) and surgery (progressive corrective lenses and surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, device dislocation, device breakage, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, the last episode of pain in extremity, muscular weakness, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, the last episode of palpitations, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, the last episode of headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, rhinitis, the last episode of sinusitis, the last episode of white blood cell count increased, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair, diplopia, the last episode of arthralgia, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia, endometrial thickening and complication of device removal outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, complication of device removal, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, depression, device breakage, device dislocation, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, hot flush, hypertension, hypoaesthesia, inflammation, joint range of motion decreased, lacrimation increased, large intestine perforation, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, speech disorder, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, the first episode of arthralgia, the first episode of cystitis, the first episode of headache, the first episode of menorrhagia, the first episode of pain in extremity, the first episode of palpitations, the first episode of sinusitis, the first episode of white blood cell count increased, the second episode of arthralgia, the second episode of cystitis, the second episode of headache, the second episode of menorrhagia, the second episode of pain in extremity, the second episode of palpitations, the second episode of sinusitis, the second episode of white blood cell count increased and the third episode of sinusitis to be related to essure. The reporter commented: essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. Ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Hysterectomy on (B)(6) 2013 was reported, no reason for the intervention was provided (note: at later time points, the presence of uterine horns and performance of endometrectomy and hysteroscopy was mentioned). On (B)(6) 2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. During essure removal intervention: on the right side, implant was being extracted slowly step by step when it broke at the end of the extraction. Right salpingectomy was performed. On the left side, implant was being extracted slowly when it broke during the extraction. Left salpingectomy was performed. After essure removal, control showed a picture in the right uterine horn area. Diagnostic hysteroscopy showed distal piece of the implant in the right ostium. The remained piece was extracted with no difficulty. Repeat control, performed on (B)(6) 2018, showed no radio-opaque picture of residual piece of implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index - on (B)(6) 2011: 29 computerised tomogram head - on (B)(6) 2015: found no active lesion red blood cell count - on (B)(6) 2003: 12,000 /ml; on (B)(6) 2017: 5430 /mm3 white blood cell count - on (B)(6) 2013: 86,000 /ml; on (B)(6) 2013: 13,000 /ml; on (B)(6) 2015: 243,320 ml then 243,320 /ml; on (B)(6) 2015: 72,600 ml then 72,600 /ml; on (B)(6) 2016: 24,000 ml then 24,000 /ml x-ray - in (B)(6) 2009: satisfactory positioning of essure. Blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. Vocal audiometry found major difficulty with intelligibility on (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease on (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was ¿diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. On (B)(6) 2018, ultrasound was performed after essure removal and was satisfactory. Emg was normal. (B)(6) 2011: heart work-up: the patient had to stop smoking because tabagic intoxication contributed certainly to her functional disorders. (B)(6) 2013: polymorph culture: predominance of escherichia coli. (B)(6) 2015: positive culture: escherichia coli 100 000 germs/ml (B)(6) 2015: positive culture: proteus mirabilis, >100 000 germs/ml (B)(6) 2016: positive culture: presence of escherichia coli. (B)(6) 2017: positive culture: isolation and identification of escherichia coli. Us scan in (B)(6) 2016: ultrasound showed poor positioning of the right insert with migration from the uterine tube towards the uterine wall. Repeat control, performed on (B)(6) 2018 - showed no radio-opaque picture of residual piece of implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), salpingitis ('suspected salpingitis due to essure'), device dislocation ('poor positioning of the right insert and dislocation from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)'), device breakage ('right and left implants broke during the extraction / distal piece remained in right uterine horn'), breast abscess ('abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction'), large intestine perforation ('diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)') and hernial eventration ('repair of eventration') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic obstructive pulmonary disease exacerbation in 2015, musculoskeletal pain in 2014, left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013, epicondylitis in 2012, presbyacusis in 2010, coccydynia in 2002, dizzy spells in 1996, migraine (with long-standing intake of sibelium (an anti-migraine agent)), agoraphobia, parity 3 (3 sons born in 1988; 1991 and 2003, the last one with noonan syndrome), heavy smoker (1 packet of cigarettes per day) until (B)(6)2017, vaginal mycosis, fall (probable fall on the coccyx 8 years earlier), penicillin allergy, mastectomy (with sentinel node due to cancer of the right breast grade 1 to 2), breast calcifications and abstains from alcohol. Previously administered products included for an unreported indication: xanax in 2008 and microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (mother, grandmother, and brother), eyelid operation (mother, grandmother, and brother) and diabetes (mother). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6)2010, the patient experienced deafness neurosensory ("bilateral moderate to severe perceptive deafness"), 7 months 1 day after insertion of essure. On (B)(6)2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6)2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6)2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6)2010, the patient experienced dislocation of vertebra ("dislocated coccyx"). On (B)(6)2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6)2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6)2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances") and the first episode of depression ("depression"). On (B)(6)2011, the patient experienced heart pounding ("heart beat was described as very loud"). In (B)(6)2011, the patient experienced anxiety ("anxiety"). On (B)(6)2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6)2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6)2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), painful joints ("elbow pain / joint pain of both shoulders"), neck pain ("frequent neck pain") and nerve root injury cervical ("injury to nerve root at c6 may be suspected"). On (B)(6)2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6)-2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6)2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6)2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier"), pyrexia ("fever") and visual acuity reduced ("decrease of visual acuity"). On (B)(6)2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6)2013, the patient experienced toothache ("tooth pain"). On (B)(6)2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6)2013, the patient experienced large intestine perforation (seriousness criterion medically significant), diverticulitis ("diverticulosis of colon with diverticulitis") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa") and was found to have white blood cell count increased ("increased white blood cell count with elevated pmns"). On (B)(6)2014, the patient experienced pain in arm ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6)2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and headache ("headache"). On (B)(6)2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6)2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), frontal headache ("frontal headaches every day") and optic neuritis ("suspected optical neuritis"). In (B)(6)2014, the patient experienced diplopia ("frequent double vision"). On (B)(6)2014, the patient experienced cutaneous anthrax ("anthrax on the face") and acne ("acne"). In (B)(6)2014, the patient experienced subcutaneous abscess ("infected facial abscess on right cheek (isolation and identification of escherichia coli)"). On (B)(6)2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6)2015, the patient was found to have white blood cell count high ("white blood cell count was particularly high"). On (B)(6)2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient experienced hernial eventration (seriousness criterion medically significant). On (B)(6)2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6)2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6)2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6)2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6)2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6)2016, the patient experienced hypertension ("hypertension"). In (B)(6)2016, the patient was found to have breast cancer ("cancer of right breast"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient was found to have red blood cell count increased ("elevated red blood cell count at 5430/mm3") and experienced vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), the second episode of depression ("depression / depressive syndrome"), joint pain ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm"), endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm"), complication of device removal ("distal piece of the implant remained in right ostium"), leukoencephalopathy ("chronic vascular leukoencephalopathy"), intervertebral disc protrusion ("disc pinched on c-c and c6-c7 / disc protrusion") and spinal osteoarthritis ("left uncarthrosis"). The patient was treated with alprazolam, amoxicillin;clavulanic acid (augmentin), antibiotics, bromazepam, chlorhexidine gluconate;chlorocresol;hexamidine isetionate (cyteal), colecalciferol, dextromethorphan hydrobromide (tussidane), diclofenac, econazole, fusidic acid (fucidine), glycerol;paraffin, liquid;white soft paraffin (dexeryl), hydroxyzine, ketoprofen, lomefloxacin hydrochloride (logiflox), mefenamic acid (ponstyl), naphazoline nitrate;prednisolone (derinox), nomegestrol acetate (lutenyl), ofloxacin (ocet), omeprazole, other centrally acting agents, paracetamol (doliprane), paroxetine, povidone-iodine, povidone-iodine (betadine), prednisolone (solupred), pristinamycin, pristinamycin (pyostacine), ramipril, terbutaline sulfate, thiocolchicoside (miorel), tranexamic acid (exacyl), venlafaxine, ciprofloxacin monohydrochloride (ciflox 500 mg) and surgery (progressive corrective lenses and surgery, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, hysteroscopy, remained piece was extracted without difficulty, ilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, performed an incision, with issue of a purulent discharge, repair of eventration and segmental colectomy by laparoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, salpingitis, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, palpitations, heart pounding, white blood cell count increased, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, frontal headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, headache, rhinitis, the last episode of sinusitis, white blood cell count high, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, the last episode of depression, anxiety, hernial eventration, diplopia, joint pain, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia, endometrial thickening, complication of device removal, leukoencephalopathy, intervertebral disc protrusion, spinal osteoarthritis and visual acuity reduced outcome was unknown, the device dislocation, device breakage and tachypnoea had resolved and the pain in extremity, pain in arm, muscular weakness and painful joints had not resolved. The reporter considered salpingitis to be related to essure. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, headache, hernial eventration, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc protrusion, joint range of motion decreased, lacrimation increased, large intestine perforation, leukoencephalopathy, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pain in extremity, painful joints, palpitations, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, scar pain, speech disorder, spinal osteoarthritis, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual acuity reduced, visual impairment, vitamin d deficiency, white blood cell count increased, the first episode of cystitis, the first episode of depression, the first episode of menorrhagia, the first episode of sinusitis, frontal headache, heart pounding, joint pain, pain in arm, white blood cell count high, the second episode of cystitis, the second episode of depression, the second episode of menorrhagia, the second episode of sinusitis and the third episode of sinusitis to be unrelated to essure. The reporter commented: ocet was used as treatment drug on 06-aug-2013. Tussidane was used as treatment drug on (B)(6)2013. Hysterectomy on (B)(6)2013 was reported, no reason for the intervention was provided (note: at later time points, the presence of essure part in uterine horns and performance of endometrectomy and hysteroscopy was mentioned). On (B)(6)2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. During essure removal intervention: on the right side, implant was being extracted slowly step by step when it broke at the end of the extraction. Right salpingectomy was performed. On the left side, implant was being extracted slowly when it broke during the extraction. Left salpingectomy was performed. After essure removal, control showed a picture in the right uterine horn area. Diagnostic hysteroscopy showed distal piece of the implant in the right ostium. The remained piece was extracted with no difficulty. Repeat control, performed on (B)(6)-2018, showed no radio-opaque picture of residual piece of implant. After the removal of the essure, the patient¿s condition worsened from a cognitive and rheumatologically stand point. The disorders of rheumatological digestive and neurological symptoms were related to specific pathologies. The subjective sensory neurological symptoms do not correspond to an impairment of the nervous system, they are functional. Cognitive disorders started in 2013 have not been explored since that date, while they may correspond to a degenerative disorder, like alzheimer's disease that was mentioned in the medical file. Diagnostic results (normal ranges are provided in parenthesis if available): audiogram - on an unknown date: major difficulty with intelligibility. Body mass index - on (B)(6)2011: results: 29. Computerised tomogram head - on (B)(6)2015: results: found no active lesion; on (B)(6)2019: disc pinched on c-c and c6 c7 and left uncarthrosis which could reach the root.. Computerised tomogram intestine - on an unknown date: "diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. Culture - on (B)(6)2013: predominance of escherichia coli; on (B)(6)2015: escherichia coli 100 000 germs/ml; on (B)(6)-2015: proteus mirabilis, >100 000 germs/ml; on (B)(6)2016: presence of escherichia coli.; on (B)(6)2017: isolation and identification of escherichia coli. Device function test - on (B)(6)2016: follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease. Magnetic resonance imaging - on (B)(6)2019: chronic vascular leukoencephalopathy and disc protrusion. Red blood cell count - on (B)(6)2003: results: 12,000 /ml; on (B)(6)2017: 5430 /mm3. Ultrasound abdomen - on (B)(6)2011: abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. Ultrasound scan - in (B)(6)2016: poor positioning of the right insert with migration from the uterine tube towards the uterine wall; on (B)(6)-2018: ultrasound was performed after essure removal and was satisfactory. No radio-opaque picture of residual piece of implant. White blood cell count - on (B)(6)2013: 86,000 /ml; on (B)(6)2013: 13,000 /ml; on (B)(6)2015: 243,320 /ml; on (B)(6)2015: 72,600 /ml; on (B)(6)2016: 24,000 /ml. X-ray - in (B)(6)2009: results: satisfactory positioning of essure. Essure was in place and not broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: medical history updated. Modifications made to causality and assignment of seriousness criteria after additional internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("suspected salpingitis due to essure"), device dislocation ("poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)"), deafness neurosensory ("bilateral moderate to severe perceptive deafness"), breast abscess ("abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction"), diverticular perforation ("diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month"), diverticulitis ("diverticulosis of colon with diverticulitis"), anthrax ("anthrax on the face") and breast cancer ("cancer of right breast") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, dizzy spells in 1996 and agoraphobia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of pain in extremity ("pain in the right leg"). On (B)(6) 2010, the patient experienced deafness neurosensory (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain "). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced intervertebral disc displacement ("dislocated coccyx"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in iliac fossa"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), the first episode of nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), blister ("genital pruritus accompanied by vesicles"), the second episode of nausea ("nauseating") and vaginal discharge ("whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain ("bilateral pelvic pain"). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), palpitations ("palpitations") and tachypnoea ("episode of polypnoea"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On (B)(6) 2011, the patient experienced heart rate increased ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced the first episode of menorrhagia ("heavy menstrual periods occurring twice a month") and polymenorrhoea ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), arthralgia ("elbow pain"), neck pain ("frequent neck pain") and nerve injury ("injury to nerve root at c6 may be suspected"). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced the first episode of white blood cell count increased ("increased white blood cell count with elevated pmns"), diverticular perforation (seriousness criteria disability and medically significant), abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa") and diverticulitis (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), the second episode of headache ("frontal headaches every day ") and optic neuritis ("suspected optical neuritis"). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced subcutaneous abscess ("skin abscess"). On (B)(6) 2014, the patient experienced anthrax (seriousness criterion medically significant) and acne ("acne"). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the second episode of white blood cell count increased ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney's point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair ("repair of eventration"). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the second episode of menorrhagia ("menorrhagia") and folliculitis ("folliculitis"). On (B)(6) 2015, the patient experienced leucorrhoea ("leucorrhoea") and urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient experienced breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced red blood cell count increased ("elevated red blood cell count at 5430/mm3") and vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes") and depression ("depression"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl), mefenamic acid (ponstyl), antibiotics, povidone-iodine (betadine), lomefloxacin (logiflox), augmentin, fusidic acid (fucidine), surgery (performed an incision, with issue of a purulent discharge), surgery (segmental colectomy by laparoscopy) and surgery (progressive corrective lenses and surgery). Essure treatment was ongoing at the time of the report. At the time of the report, the salpingitis, device dislocation, deafness neurosensory, coccydynia, intervertebral disc displacement, muscle spasms, back pain, abdominal pain lower, hot flush, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, the last episode of pain in extremity, muscular weakness, periarthritis, pruritus genital, blister, the last episode of nausea, vaginal discharge, pelvic pain, polymenorrhoea, breast abscess, the last episode of menorrhagia, feeling abnormal, palpitations, heart rate increased, diverticular perforation, abdominal adhesions, diverticulitis, scar pain, hypoaesthesia, arthralgia, neck pain, nerve injury, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, the last episode of headache, optic neuritis, furuncle, subcutaneous abscess, anthrax, acne, folliculitis, ear pain, rhinorrhoea, rhinitis, the last episode of sinusitis, the last episode of white blood cell count increased, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, breast cancer, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair and diplopia outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anthrax, anxiety, arthralgia, back pain, blister, breast abscess, breast cancer, coccydynia, conjunctivitis, deafness, deafness neurosensory, depression, device dislocation, diplopia, diverticular perforation, diverticulitis, dizziness, ear pain, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, heart rate increased, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc displacement, joint range of motion decreased, lacrimation increased, memory impairment, mood altered, muscle spasms, muscular weakness, neck pain, nerve injury, optic neuritis, palpitations, pelvic pain, periarthritis, polymenorrhoea, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, the first episode of cystitis, the first episode of headache, the first episode of menorrhagia, the first episode of nausea, the first episode of pain in extremity, the first episode of sinusitis, the first episode of white blood cell count increased, the second episode of cystitis, the second episode of headache, the second episode of menorrhagia, the second episode of nausea, the second episode of pain in extremity, the second episode of sinusitis, the second episode of white blood cell count increased and the third episode of sinusitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2015: found no active lesion. Red blood cell count - on (B)(6) 2003: 12,000 ml; on (B)(6) 2017: 5430 mm. White blood cell count - on (B)(6) 2013: 86,000 ml; on (B)(6) 2013: 13,000 ml; on (B)(6) 2015: 243,320 ml; on (B)(6) 2015: 72,600 ml; on (B)(6) 2016: 24,000 ml. X-ray - in (B)(6) 2009: satisfactory positioning of essure. Vocal audiometry found major difficulty with intelligibility. On (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease. On (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was "diverticular sigmoiditis, perforated and blocked" as well as adhesions between sigmoid, greater omentum and adnexa. Emg was normal. Us scan in (B)(6) 2016: ultrasound showed poor positioning of the right insert with migration from the uterine tube towards the uterine wall. Essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-sep-2017 for the following meddra preferred term: salpingitis - analysis in the global safety database revealed 63 cases. Device dislocation - analysis in the global safety database revealed 1.475 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), salpingitis ('suspected salpingitis due to essure'), device dislocation ('poor positioning of the right insert and dislocation from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)'), device breakage ('right and left implants broke during the extraction / distal piece remained in right uterine horn'), breast abscess ('abscess in the left breast- cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction'), large intestine perforation ('diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)') and hernial eventration ('repair of eventration') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic obstructive pulmonary disease exacerbation in 2015, musculoskeletal pain in 2014, left hemicolectomy (due to diverticulitis) in 2013, diverticulitis in 2013, epicondylitis in 2012, presbyacusis in 2010, coccydynia in 2002, dizzy spells in 1996, migraine (with long-standing intake of sibelium (an anti-migraine agent)), agoraphobia, parity 3 (3 sons born in 1988; 1991 and 2003, the last one with noonan syndrome), heavy smoker (1 packet of cigarettes per day) until (B)(6) 2017, vaginal mycosis, fall (probable fall on the coccyx 8 years earlier), penicillin allergy, mastectomy (with sentinel node due to cancer of the right breast grade 1 to 2), breast calcifications and abstains from alcohol. Previously administered products included for an unreported indication: xanax in 2008 and microval (levonorgestrel). Family history included alzheimer's disease (in mother and grandmother), ptosis (mother, grandmother, and brother), eyelid operation (mother, grandmother, and brother) and diabetes (mother). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pain in extremity ("pain in the right leg"). On (B)(6) 2010, the patient experienced deafness neurosensory ("bilateral moderate to severe perceptive deafness"), 7 months 1 day after insertion of essure. On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced dislocation of vertebra ("dislocated coccyx"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles") and vaginal discharge ("nauseating whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant an intervention required). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances") and the first episode of depression ("depression"). On (B)(6) 2011, the patient experienced heart pounding ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), painful joints ("elbow pain / joint pain of both shoulders"), neck pain ("frequent neck pain") and nerve root injury cervical ("injury to nerve root at c6 may be suspected"). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier"), pyrexia ("fever") and visual acuity reduced ("decrease of visual acuity"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criterion medically significant), diverticulitis ("diverticulosis of colon with diverticulitis") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa") and was found to have white blood cell count increased ("increased white blood cell count with elevated pmns"). On (B)(6) 2014, the patient experienced pain in arm ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), frontal headache ("frontal headaches every day") and optic neuritis ("suspected optical neuritis"). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax ("anthrax on the face") and acne ("acne"). In (B)(6) 2014, the patient experienced subcutaneous abscess ("infected facial abscess on right cheek (isolation and identification of escherichia coli)"). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient was found to have white blood cell count high ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney¿s point following laparoscopic left colectomy"). In 2015, the patient experienced hernial eventration (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the first episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient was found to have breast cancer ("cancer of right breast"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient was found to have red blood cell count increased ("elevated red blood cell count at 5430/mm3") and experienced vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), the second episode of depression ("depression / depressive syndrome"), joint pain ("joint pain"), general physical health deterioration ("health status progressively deteriorated"), the second episode of menorrhagia ("disabling menorrhagia with thickness of endometrium of 12mm"), endometrial thickening ("disabling menorrhagia with thickness of endometrium of 12mm"), complication of device removal ("distal piece of the implant remained in right ostium"), leukoencephalopathy ("chronic vascular leukoencephalopathy"), intervertebral disc protrusion ("disc pinched on c-c and c6-c7 / disc protrusion") and spinal osteoarthritis ("left uncarthrosis"). The patient was treated with alprazolam, amoxicillin;clavulanic acid (augmentin), antibiotics, bromazepam, chlorhexidine gluconate;chlorocresol;hexamidine isetionate (cyteal), colecalciferol, dextromethorphan hydrobromide (tussidane), diclofenac, econazole, fusidic acid (fucidine), glycerol;paraffin, liquid;white soft paraffin (dexeryl), hydroxyzine, ketoprofen, lomefloxacin hydrochloride (logiflox), mefenamic acid (ponstyl), naphazoline nitrate;prednisolone (derinox), nomegestrol acetate (lutenyl), ofloxacin (ocet), omeprazole, other centrally acting agents, paracetamol (doliprane), paroxetine, povidone-iodine, povidone-iodine (betadine), prednisolone (solupred), pristinamycin, pristinamycin (pyostacine), ramipril, terbutaline sulfate, thiocolchicoside (miorel), tranexamic acid (exacyl), venlafaxine, ciprofloxacin monohydrochloride (ciflox 500 mg) and surgery (progressive corrective lenses and surgery, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, hysteroscopy, remained piece was extracted without difficulty, ilateral salpingectomy and removal of bilateral uterine horn via celioscopy with general anestesia, performed an incision, with issue of a purulent discharge, repair of eventration and segmental colectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, dislocation of vertebra, back pain, abdominal pain lower, hot flush, nausea, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, periarthritis, pruritus genital, genital blister, vaginal discharge, polymenorrhagia, feeling abnormal, palpitations, heart pounding, white blood cell count increased, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, frontal headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, headache, rhinitis, the last episode of sinusitis, white blood cell count high, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, the last episode of depression, anxiety, hernial eventration, diplopia, joint pain, menopause, breast induration, speech disorder, subcutaneous abscess, general physical health deterioration, the last episode of menorrhagia, endometrial thickening, complication of device removal, leukoencephalopathy, intervertebral disc protrusion, spinal osteoarthritis and visual acuity reduced outcome was unknown, the device dislocation, device breakage and tachypnoea had resolved and the pain in extremity, pain in arm, muscular weakness and painful joints had not resolved. The reporter considered salpingitis to be related to essure. The reporter provided no causality assessment for complication of device removal, device breakage and device dislocation with essure. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, diplopia, dislocation of vertebra, diverticulitis, dizziness, ear pain, endometrial thickening, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, general physical health deterioration, genital blister, headache, hernial eventration, hot flush, hypertension, hypoaesthesia, inflammation, intervertebral disc protrusion, joint range of motion decreased, lacrimation increased, large intestine perforation, leukoencephalopathy, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, nausea, neck pain, nerve root injury cervical, optic neuritis, pain in extremity, painful joints, palpitations, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, scar pain, speech disorder, spinal osteoarthritis, subcutaneous abscess, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual acuity reduced, visual impairment, vitamin d deficiency, white blood cell count increased, the first episode of cystitis, the first episode of depression, the first episode of menorrhagia, the first episode of sinusitis, frontal headache, heart pounding, joint pain, pain in arm, white blood cell count high, the second episode of cystitis, the second episode of depression, the second episode of menorrhagia, the second episode of sinusitis and the third episode of sinusitis to be unrelated to essure. The reporter commented: ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Hysterectomy on (B)(6) 2013 was reported, no reason for the intervention was provided (note: at later time points, the presence of essure part in uterine horns and performance of endometrectomy and hysteroscopy was mentioned). On (B)(6) 2018, bilateral salpingectomy and removal of bilateral uterine horn via celioscopy was performed to remove essure. Surgery report conclusion: endometrectomy via hysteroscopy, intervention happened under general anesthesia with no reported intercurrences (total bleeding estimated at 200 ml). Pathology report conclusion: endometrium had a normal structure, normal uterine tubes and parenchyma. During essure removal intervention: on the right side, implant was being extracted slowly step by step when it broke at the end of the extraction. Right salpingectomy was performed. On the left side, implant was being extracted slowly when it broke during the extraction. Left salpingectomy was performed. After essure removal, control showed a picture in the right uterine horn area. Diagnostic hysteroscopy showed distal piece of the implant in the right ostium. The remained piece was extracted with no difficulty. Repeat control, performed on (B)(6) 2018, showed no radio-opaque picture of residual piece of implant. After the removal of the essure, the patient¿s condition worsened from a cognitive and rheumatologically stand point. The disorders of rheumatological digestive and neurological symptoms were related to specific pathologies. The subjective sensory neurological symptoms do not correspond to an impairment of the nervous system, they are functional. Cognitive disorders started in 2013 have not been explored since that date, while they may correspond to a degenerative disorder, like alzheimer's that was mentioned in the medical file. Diagnostic results (normal ranges are provided in parenthesis if available): audiogram- on an unknown date: major difficulty with intelligibility. Body mass index - on (B)(6) 2011: results: 29. Computerised tomogram head - on (B)(6) 2015: results: found no active lesion; on (B)(6) 2019: disc pinched on c-c and c6 c7 and left uncarthrosis which could reach the root. Computerised tomogram intestine - on an unknown date: "diverticular sigmoiditis, perforated and blocked¿ as well as adhesions between sigmoid, greater omentum and adnexa. Culture - on (B)(6) 2013: predominance of escherichia coli; on (B)(6) 2015: escherichia coli 100 000 germs/ml; on (B)(6) 2015: proteus mirabilis, >100 000 germs/ml; on (B)(6) 2016: presence of escherichia coli.; on (B)(6) 2017: isolation and identification of escherichia coli. Device function test- on (B)(6) 2016: follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease. Magnetic resonance imaging- on (B)(6) 2019: chronic vascular leukoencephalopathy and disc protrusion. Red blood cell count- on (B)(6) 2003: results: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. Ultrasound abdomen- on (B)(6) 2011: abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. Ultrasound scan - in (B)(6) 2016: poor positioning of the right insert with migration from the uterine tube towards the uterine wall; on (B)(6) 2018: ultrasound was performed after essure removal and was satisfactory. No radio-opaque picture of residual piece of implant. White blood cell count - on (B)(6) 2013: 86,000 /ml; on (B)(6) 2013: 13,000 /ml; on (B)(6) 2015: 243,320 /ml; on (B)(6) 2015: 72,600 /ml; on (B)(6) 2016: 24,000 /ml. X-ray - in (B)(6) 2009: results: satisfactory positioning of essure. Essure was in place and not broken. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("suspected salpingitis due to essure"), device dislocation ("poor positioning of the right insert and migration from the uterine tube towards the uterine wall (essure insert on right in contact with endometrium, and distant from endometrium on left)"), hysterectomy ("hysterectomy"), deafness neurosensory ("bilateral moderate to severe perceptive deafness"), breast abscess ("abscess in the left breast - cyst, with formation of abscess ongoing, in upper inner quadrant of left breast / superinfected tumefaction"), large intestine perforation ("diverticular sigmoiditis, perforated and blocked (the patient was prescribed with a wheelchair for one month)"), diverticulitis ("diverticulosis of colon with diverticulitis"), cutaneous anthrax ("anthrax on the face"), breast cancer ("cancer of right breast"), nerve root injury cervical ("injury to nerve root at c6 may be suspected") and escherichia infection ("infected facial abscess on right cheek (isolation and identification of escherichia coli)") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, dizzy spells in 1996, agoraphobia, multigravida (the last one with noonan syndrome.), smoker, vaginal mycosis, fall, penicillin allergy and family history of diabetes. Previously administered products included for an unreported indication: microval (levonorgestrel). Family history included familial risk factor, familial risk factor and familial risk factor. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of pain in extremity ("pain in the right leg"). On (B)(6) 2010, 7 months 1 day after insertion of essure, the patient experienced deafness neurosensory (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced coccydynia ("pain in coccyx"). In (B)(6) 2010, the patient experienced back pain ("marked lumbar pain"). On (B)(6) 2010, the patient experienced muscle spasms ("cramps in left calf"). On (B)(6) 2010, the patient experienced intervertebral disc displacement ("dislocated coccyx"). On (B)(6) 2011, the patient experienced abdominal pain lower ("lancinating pain in right iliac fossa"), hot flush ("hot flushes"), the first episode of nausea ("nausea") and inflammation ("localised inflammation in right iliac fossa"). In (B)(6) 2011, the patient experienced abdominal discomfort ("warmth in illiac fossa"). On (B)(6) 2011, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pruritus genital ("genital pruritus accompanied by vesicles"), genital blister ("genital pruritus accompanied by vesicles"), the second episode of nausea ("nauseating") and vaginal discharge ("whitish to yellowish leucorrhoea"). On (B)(6) 2011, the patient experienced pelvic pain ("bilateral pelvic pain"). On (B)(6) 2011, the patient experienced feeling abnormal ("strange sensations when falling asleep"), the first episode of palpitations ("palpitations"), tachypnoea ("episode of polypnoea") and breast induration ("small pruriginous induration on the left breast"). In 2011, the patient experienced memory impairment ("progressive overall memory disturbances"). On (B)(6) 2011, the patient experienced the second episode of palpitations ("heart beat was described as very loud"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced the first episode of menorrhagia ("heavy menstrual periods occurring twice a month") and polymenorrhagia ("heavy menstrual periods occurring twice a month"). On (B)(6) 2012, the patient experienced breast abscess (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced hypoaesthesia ("progressive onset of hypo-aesthesia in right index"), the first episode of arthralgia ("elbow pain"), neck pain ("frequent neck pain") and nerve root injury cervical (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced eyelid ptosis ("marked bilateral ptosis (unable to open her eyes, which sting, are dazzled ) - drooping eyelids with difficulty opening"). On (B)(6) 2013, the patient underwent hysterectomy (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced joint range of motion decreased ("probable hallux rigidus on left"). On (B)(6) 2013, the patient experienced the first episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced speech disorder ("speech disorders"). In 2013, the patient experienced abdominal pain ("abdominal pain, which had started one month earlier") and pyrexia ("fever"). On (B)(6) 2013, the patient experienced furuncle ("furuncle / furunculosis"). On (B)(6) 2013, the patient experienced toothache ("tooth pain"). On (B)(6) 2013, the patient experienced the second episode of sinusitis ("sinusitis"). On (B)(6) 2013, the patient experienced large intestine perforation (seriousness criteria disability and medically significant), diverticulitis (seriousness criterion medically significant), the first episode of white blood cell count increased ("increased white blood cell count with elevated pmns") and abdominal adhesions ("adhesions between sigmoid, greater omentum and adnexa"). On (B)(6) 2014, the patient experienced the second episode of pain in extremity ("pain in forearm with slight loss of strength") and muscular weakness ("pain in forearm with slight loss of strength"). On (B)(6) 2014, the patient experienced ear pain ("earache"), rhinorrhoea ("runny nose") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced rhinitis ("rhinitis") and the third episode of sinusitis ("sinusitis"). On (B)(6) 2014, the patient experienced visual impairment ("visual disturbances"), eye pain ("constant stinging in eyes and watering in the evening"), lacrimation increased ("constant stinging in eyes and watering in the evening"), the second episode of headache ("frontal headaches every day") and optic neuritis ("suspected optical neuritis"). In (B)(6) 2014, the patient experienced diplopia ("frequent double vision"). On (B)(6) 2014, the patient experienced cutaneous anthrax (seriousness criterion medically significant) and acne ("acne"). In (B)(6) 2014, the patient experienced escherichia infection (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the first episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced the second episode of white blood cell count increased ("white blood cell count was particularly high"). On (B)(6) 2015, the patient experienced scar pain ("pain around the scar in mcburney's point following laparoscopic left colectomy"). In 2015, the patient underwent eventration repair ("repair of eventration"). On (B)(6) 2015, the patient experienced the second episode of cystitis ("cystitis"). On (B)(6) 2015, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2015, the patient experienced periarthritis ("scapular humeral peri-arthritis due to calcifications"). On (B)(6) 2015, the patient experienced the second episode of menorrhagia ("menorrhagia"), folliculitis ("folliculitis") and menopause ("premenopause"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") with white blood cell count increased. In (B)(6) 2016, the patient experienced hypertension ("hypertension"). In (B)(6) 2016, the patient experienced breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced red blood cell count increased ("elevated red blood cell count at 5430/mm3") and vitamin d deficiency ("vitamin-d deficiency at less than 30 ng/ml"). On an unknown date, the patient experienced dizziness ("dizziness"), amnesia ("loss of memory"), deafness ("loss of hearing"), fatigue ("fatigue"), abdominal pain upper ("stomach ache"), abdominal distension ("swollen abdomen"), mood altered ("mood changes"), depression ("depression") and the second episode of arthralgia ("joint pain"). The patient was treated with nomegestrol acetate (lutenyl), tranexamic acid (exacyl), mefenamic acid (ponstyl), antibiotics, povidone-iodine (betadine), lomefloxacin (logiflox), augmentin, fusidic acid (fucidine), ketoprofen, thiocolchicoside (miorel), diclofenac, alprazolam, pristinamycin (pyostacine), prednisolone (solupred [prednisolone]), paracetamol (doliprane), derinox [naphazoline nitrate,prednisolone], dexeryl [glycerol,paraffin, liquid,white soft paraffin], econazole, hydroxyzine (atarax), ciprofloxacin monohydrochloride (ciflox 500 mg), omeprazole, cyteal, ramipril, colecalciferol, terbutaline sulfate, pristinamycin, povidone-iodine (betadine), surgery, surgery (performed an incision, with issue of a purulent discharge), surgery (segmental colectomy by laparoscopy) and surgery (progressive corrective lenses and surgery). Essure treatment was not changed. At the time of the report, the salpingitis, device dislocation, hysterectomy, deafness neurosensory, breast abscess, large intestine perforation, diverticulitis, cutaneous anthrax, breast cancer, coccydynia, muscle spasms, intervertebral disc displacement, back pain, abdominal pain lower, hot flush, inflammation, abdominal discomfort, abdominal pain, pyrexia, joint range of motion decreased, toothache, the last episode of pain in extremity, muscular weakness, periarthritis, pruritus genital, genital blister, the last episode of nausea, vaginal discharge, pelvic pain, polymenorrhagia, the last episode of menorrhagia, feeling abnormal, the last episode of palpitations, abdominal adhesions, scar pain, hypoaesthesia, neck pain, nerve root injury cervical, memory impairment, eyelid ptosis, visual impairment, eye pain, lacrimation increased, the last episode of headache, optic neuritis, furuncle, acne, folliculitis, ear pain, rhinorrhoea, rhinitis, the last episode of sinusitis, the last episode of white blood cell count increased, the last episode of cystitis, conjunctivitis, urinary tract infection, red blood cell count increased, vitamin d deficiency, dizziness, amnesia, deafness, hypertension, fatigue, abdominal pain upper, abdominal distension, mood altered, depression, anxiety, eventration repair, diplopia, the last episode of arthralgia, menopause, breast induration, speech disorder and escherichia infection outcome was unknown and the tachypnoea had resolved. The reporter considered abdominal adhesions, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, amnesia, anxiety, back pain, breast abscess, breast cancer, breast induration, coccydynia, conjunctivitis, cutaneous anthrax, deafness, deafness neurosensory, depression, device dislocation, diplopia, diverticulitis, dizziness, ear pain, escherichia infection, eventration repair, eye pain, eyelid ptosis, fatigue, feeling abnormal, folliculitis, furuncle, genital blister, hot flush, hypertension, hypoaesthesia, hysterectomy, inflammation, intervertebral disc displacement, joint range of motion decreased, lacrimation increased, large intestine perforation, memory impairment, menopause, mood altered, muscle spasms, muscular weakness, neck pain, nerve root injury cervical, optic neuritis, pelvic pain, periarthritis, polymenorrhagia, pruritus genital, pyrexia, red blood cell count increased, rhinitis, rhinorrhoea, salpingitis, scar pain, speech disorder, tachypnoea, toothache, urinary tract infection, vaginal discharge, visual impairment, vitamin d deficiency, the first episode of arthralgia, the first episode of cystitis, the first episode of headache, the first episode of menorrhagia, the first episode of nausea, the first episode of pain in extremity, the first episode of palpitations, the first episode of sinusitis, the first episode of white blood cell count increased, the second episode of arthralgia, the second episode of cystitis, the second episode of headache, the second episode of menorrhagia, the second episode of nausea, the second episode of pain in extremity, the second episode of palpitations, the second episode of sinusitis, the second episode of white blood cell count increased and the third episode of sinusitis to be related to essure. The reporter commented: essure is still fitted with the inserts, as she has not been able to find a surgeon willing to remove them safely. Ocet was used as treatment drug on (B)(6) 2013. Tussidane was used as treatment drug on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index - on (B)(6) 2011: 29. Computerised tomogram head - on (B)(6) 2015: found no active lesion. Red blood cell count - on (B)(6) 2003: 12,000 /ml; on (B)(6) 2017: 5430 /mm3. White blood cell count - on (B)(6) 2013: 86,000 /ml; on (B)(6) 2013: 13,000 /ml; on (B)(6) 2015: 243,320 ml then 243,320 /ml; on (B)(6) 2015: 72,600 ml then 72,600 /ml; on (B)(6) 2016: 24,000 ml then 24,000 /ml. X-ray - in (B)(6) 2009: satisfactory positioning of essure. Vocal audiometry found major difficulty with intelligibility on (B)(6) 2016, follow-up assessment of her bilateral hearing device found auditory canal and tympanum with no appreciable disease on (B)(6) 2011, abdominal pelvic ultrasound was performed to assess bilateral pelvic pain; no abdominal or pelvic abnormality detected. After colon CT-scan, the diagnosis was "diverticular sigmoiditis, perforated and blocked" as well as adhesions between sigmoid, greater omentum and adnexa. Emg was normal. (B)(6) 2011: heart work-up: the patient had to stop smoking because tabagic intoxication contributed certainly to her functional disorders. (B)(6) 2013: polymorph culture: predominance of escherichia coli. (B)(6) 2015: positive culture: escherichia coli 100 000 germs/ml. (B)(6) 2015: positive culture: proteus mirabilis, >100 000 germs/ml. (B)(6) 2016: positive culture: presence of escherichia coli. (B)(6) 2017: positive culture: isolation and identification of escherichia coli. Us scan in (B)(6) 2016: ultrasound showed poor positioning of the right insert with migration from the uterine tube towards the uterine wall. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-sep-2017 for the following meddra preferred terms: salpingitis: the analysis in the global safety database revealed 64 cases. Device dislocation: the analysis in the global safety database revealed 1602 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts most recent follow-up information incorporated above includes: on 21-sep-2017: events were added: "join pain", "premenopause", speech disorders", "hysterectomy" and "small pruriginous induration on the left breast" were added. Event "skin abcess" was replaced by "infected facial abscess on right cheek (isolation and identification of escherichia coli)". Relevant medical history and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.